Event description:
The hospital reported that during preparation for an endoscopic vessel harvesting procedure, the vasoview hemopro 2 tip bent and separated. The reporter clarified that this was noticed when they were opening it up and it was most likely the jaws and heater. A replacement vh-3000 was used to complete the procedure since they had no more vh-4000. There were no patient effects. The product is returning. Upon receipt of the device, it was confirmed that the heater wire was bent.

Manufacturer narrative:
Investigation: a visual inspection revealed that there were no signs of usage. The heater element was detached and bent. The device had no evidence of blood. Based upon the visual observations, the reported complaint for "heater detached" was confirmed. Internal file number - (B)(4).